Manufacturer narrative:
The field service engineer determined there wa a fluidics failure of the sodium electrode due to a bubble in the pathway. The system was cleaned and the bubble was removed. Calibration and controls were performed and controls recovered within specifications. Controls were acceptable on the day of the event. Upon review of the alarm trace, sample clot alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a probe clot alarm on their cobas integra 400 plus and ever since then, they received high results for an unspecified number of patient samples tested with the na+ electrode. The high results persisted after replacing the clotted probe. Samples were repeated and one patient sample had a discrepant result for the k+ electrode. The sample initially resulted with a k value of 4.5 mmol/l, which repeated as 3.75 mmol/l. The incorrect value from the sample was not reported outside of the laboratory. The repeat value was believed to be correct. The lot number and expiration date of the k electrode was requested, but not provided.